Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the internal battery did not switch on and stopped ventilating after a power outage. It is currently unknown if there was any patient harm or injury.